Event description:
The initial reporter received a questionable gluc3 glucose hk gen.3 result from one patient sample tested on the cobas pro c 503 analytical unit. The initial result was not reported outside of the laboratory. The initial result was accompanied by a data flag in their laboratory information system (lis) and was deemed a critically low result that did not match the clinical picture of the patient, prompting the rerun of the patient sample. The initial result was 3.92 mg/dl. The repeat result was 174 mg/dl. The repeat result was deemed correct.

Manufacturer narrative:
The serial number of the cobas pro c 503 analytical unit is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Medwatch fields d. Device identification and g4 PMA / 510k (premarket numbers) were updated. The field service engineer (fse) inspected the rinse levels for cuvettes, probe washing, rinse nozzles, vacuum, and gear pump pressure, and checked for other issues; no issues were noted. He verified the analyzer's performance by a 21-cup precision test with successful results. The investigation reviewed the last calibration performed on 20-oct-2023; the results were within specifications. The investigation reviewed the qc data; the qc was within -2 standard deviations (sd). There was no indication of a performance issue of the reagent. The investigation reviewed the alarm trace; there were multiple "sample short", "sample clot detection", and "sample foam detection" alarms noted on the date of the event, close to the time the patient sample was processed. This is an indication of possible poor sample quality. After the service visit, no further issues were reported by the customer. The investigation determined the service actions verified the module's performance. The cause of the event could not be determined.